Event description:
Despite all warnings, the pt continued to smoke and was non-compliant with the antiplatelet regime. These factors, in addition to a possible underlying hyper-coagulable state secondary to connective tissue disease, culminated in a cerebrovascular event less than 3 weeks following coiling. The pt was found slumped in a stairwell at home after spending an unk time, with lower limb weakness and speech difficulty. Upon admission to a local hosp, symptoms included right-sided hemiparesis, fecal and urinary incontinence, slurred speech and altered mental state. Initial CT brain demonstrated attenuation of the left caudate nucleus. Due to uncertainty surrounding onset of the event, lysis was not initiated. Antiplatelet therapy was ceased because of possible hemorrhagic conversion of the infarct. An mra and MRI brain were subsequently performed when the pt's cognition and physical mobility failed to improve. Hemorrhagic infarction of the left caudate nucleus and non-visualization of the left acom with focal narrowing of the right proximal aca were demonstrated. Complete thrombosis of her enterprise stent had occurred.

Manufacturer narrative:
Angiography demonstrated no change in the 6 x 5 mm aneurysm with a 3 mm neck. Tortuosity of the (ica) internal carotid artery in the neck was present and the guide had to be left in the lower ica. This could give difficulty with placing the micro catheter. A 22 mm x 4.5 mm enterprise cauda stent was positioned from the a1 to the a2. Through this a sl10 micro catheter could be placed into the aneurysm and four micro coils placed 6 mm followed by a 5 mm, 3 mm and 2 mm. Excellent result encountered. There is a minor irregularity of the lumen of the a1 was noted. Overall appearance appeared excellent. The procedure has been performed under full heparinisation and plan is to continue heparin for 24 hrs. Add'l info will be submitted within 30 days of receipt.